Event description:
Event description boston scientific received information that this chronic right atrial pace/sense lead was demonstrating a pacing impedance measurement of greater than 2500 ohms and no pacing at any outputs. It was reported that the lead was fractured approximately 10 cm from the terminal pin and thus the lead was surgically abandoned.